Manufacturer narrative:
The complaint notification associated with this device described that two bolts in the knee joint backed out causing the knee joint to jam. The user did not fall, no serious injuries were sustained as a result of the failure and no medical treatment was required. The evaluation of this specific device was conducted at the (B)(4) after sales service center on june 9th, 2017. After evaluation we can confirm that two bolts in the upper posterior section of the knee joint were loose and came out. Due to further usage of the device with loosened bolt the frame and bushings of the device are damaged. An exact reason for the loosening of the bolts could not be determined. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. Customer stated that two bolts in the knee joint had backed out, causing the knee joint to jam. The patient did not fall, no serious injury occurred due to this failure.